Event description:
It was reported that the right atrial (ra) lead had high thresholds. The ra lead was capped. It was further reported the replacement lead could not get acceptable numbers at implant. The lead was not implanted and an active fixation lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood on the tip electrode.